Event description:
The patient underwent a trial procedure on (B)(6) 2011 to receive a percutaneous lead. After the doctor placed the lead an impedance check revealed all contacts were invalid. Attempts to resolve the issue were unsuccessful. As a result, the lead was removed and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.